Manufacturer narrative:
Date sent: 09/19/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a total gastrectomy procedure the staples were unformed and leaked. Handstitching was performed. Another device was used to complete the case. There was no adverse consequence to the patient.